Event description:
New information indicated the patient returned in clinic on (B)(6) 2015. The ventricular lead exhibited noise, increased threshold, and loss of sensing. The patient also experienced chest pain. No intervention was reported and the patient would be monitored.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic and the ventricular lead exhibited noise, increased capture threshold, and high impedance. The noise was not reproducible with isometrics or pocket manipulation. The device was reprogrammed and the patient was asymptomatic.